Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received drill shows signs of intense usage. The drill was found to be broken from around the middle of the flute region. The cutting edges of the drill are blunt and slightly damaged. The breakage surface reveals a smooth surface. This confirms a sudden brittle fracture. All these signs are evident enough to suggest that there was an intense usage of the drill including high bending load which led to a forced brittle fracture. As per the dimensional inspection, the returned drill was found to be within specifications. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to be user related. The appearance of breakage surface and cutting edges indicate towards an intense usage and application of high bending load, leading to a forced brittle fracture. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that during the drilling process, the tip of the drill was broken and only the tip temporarily remained to the patient bone. After that, the removal was successful, but an unscheduled skin incision was added for the removal, and the operation time was extended by about 30 minutes.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported that during the drilling process, the tip of the drill was broken and only the tip temporarily remained to the patient bone. After that, the removal was successful, but an unscheduled skin incision was added for the removal, and the operation time was extended by about 30 minutes.